Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the devices revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing as a result of cell 3 having lower voltage than the rest of the cells and poor welding, which could be the root cause of the low voltage. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may be attributed to poor welding. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the log file was sent on 12/28/2015 by vad coordinator after a patient clinic follow-up. Per clinical engineer's summary in log report, one power disconnect alarm was logged on (B)(6) 2015 at 15:17:49. Clinical engineer confirmed that the alarm involves (B)(4); the code associated with the alarm is indicative of cell under voltage. Clinical engineers recommended replacing the battery. There was no impact to the patient as the patient did not know the event had occurred.